Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged related to lead dislodgement. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged related to lead dislodgement. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis noted that dislodgement allegation was not confirmed by product analysis but was a known inherent risk with the use of this product.

Manufacturer narrative:
The report is being filed to update the explant date.

Event description:
It was reported that the patient came into the emergency room due to unstable frequency and fibrillation. A lead failure was alleged related to lead dislodgement. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.